Event description:
It was reported that the patient's pump was replaced (B)(6) 2011. The reason for the replacement was poor pain control. Non injury was reported. A catheter dye study was performed on (B)(6) 2011, there was resistance. A rotor study was also performed on (B)(6) 2011, the results were not reported. Dosage adjustments had also been made over (B)(6) with no results. The drug used in the pump at the time of the event was bupivicaine.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed that there was residue on the lower shaft of the rotor magnet and in the lower bridge jewel of the rotor magnet.